Event description:
Pt admitted for abdominal pain, consent for laparoscopic cholecystectomy, tolerated well discharged 4 days post op, return to md's office in 2 days severe abdominal pain. Return to surgery post op diagnosis of sub hepatic bile leak, source undetermined. Clips on cystic artery and duct stump revealed no leakage.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.